Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to over 300 mg/dl. In addition the patient reports the cannula had not deployed upon initial activation as it was not visible when the pod was removed from the infusion site. As treatment, the patient applied a new pod.